Event description:
It was reported by the rep that when the device was used during an unknown procedure, it has malformed staples. It is not known how the case was completed. There were no known consequence to the pt.